Manufacturer narrative:
Concomitant products: implantable pacing lead; product ID 4092-58, implanted: (B)(6) 2013; implantable pacing lead; product ID 419688, implanted: (B)(6) 2013. (B)(4).

Event description:
A patient with a cardiac resynchronization therapy pacemaker (crt-p) system was reported as deceased and died at home. It was noted that the patient died approximately six months post implant of the crt-p system. The cause of death was reported as unknown and relatedness to the device system was reported as unknown. The patient was a participant in the (B)(4) study.